Event description:
It was reported via repair work order that the siderail was not locking in up right position due to malfunction siderail latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.